Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was put through extensive with no discrepancies found. The device was recertified and returned to the customer. Review of the device log did show the ac power was disconnected and the device prompted low battery and replace battery messages while in use. An imminent shut down will occur once a replace battery message appears unless the battery is replaced or ac power is connected. The device performed as expected when a battery is depleted or approaching depletion. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.